Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was experiencing burning around the device. The patient mentioned falling down the stairs a few weeks prior to the burning. The rep navigated turning the device off with the patient over the phone and the device had been turned off at the time of the report. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative. It was said that the results of the diagnostics/troubleshooting for the burning at the ins site were that the ins had been turned off and the burning persisted. The patient went to the ER and no signs of infection. Cause could not be determined. The patient went to see their healthcare professional where it was confirmed that the burning had subsided. No further complications were reported.